Event description:
This is filed to report tissue damage and recurrent mitral regurgitation requiring intervention. It was reported that on (B)(6) 2022, the patient underwent a mitraclip procedure to treat degenerative mitral regurgitation (mr) grade 4+. A mitraclip xtw was deployed at a3/p3 successfully and an additional xtw was also implanted laterally to further reduce mr to grade 1+. There was no clinically significant delay in the procedure and no adverse patient effects. Post procedure echocardiography imaging showed recurrent mr and a lacerated anterior leaflet related to the second implanted clip. The laceration was thought to be due to the fragility of the leaflet. Another procedure was performed and a third clip was implanted to further reduce mr to grade 2+. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, the reported tissue injury (lacerated leaflet) appears to be due patient anatomy (fragility of the leaflet). The reported mitral regurgitation (mr) appears to be a cascading event of the tissue injury. Furthermore, the reported patient effects of tissue injury and mr are listed in the instructions for use (IFU) as known possible complications associated with mitraclip procedures. The reported hospitalization and unexpected medical intervention were the results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.